Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported event. The described incident was not related to a malfunction of the device. Siemens healthineers concluded that the cause of this event was the introduction of ferromagnetic pieces into the mr examination room and therefore a user error. Due to the strong magnetic field, special safety measures must be adhered to in order to prevent injuries. The corresponding magnetom operator manual and magnetom system owner manual provide clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. However, the responsibility to instruct staff and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The system owner manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of ferromagnetic objects into the magnetic field is contrary to the statements given in the operating instructions. Furthermore, during the installation of the system, special warning signs were posted at the entrance of the controlled access area (magnet room).

Event description:
Siemens healthineers became aware of a patient incident involving the magnetom symphony a tim system. A patient in critical condition was brought into the MRI examination room with four attached perfusor pumps with stabilizing medication. The perfusors were attracted by the magnet and ended up on the side of the front cover. The impact damaged the perfusors, so the necessary medication was not administered. It is unknown, as of the date of this report, if this event may have contributed to the patient's death shortly after the incident.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.